Event description:
It was reported that the infusion and reservoir was changed the previous night. The reservoir was filled with 100 units, now there is only 24 units. Customer is on vacation and has no infusion sets. Customer's father stated that the infusion site is damp and smells of insulin. Customer suspended the insulin pump and received a no delivery and then motor error alarms. The blood glucose reading is 120 mg/dl. The reservoir leaked. Customer stated that insulin was in the insulin pump when she removed the reservoir. Insulin leaked into the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.